Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using pod4. During the procedure, the tech was bringing the pod4 to the physician and dropped it into the unsterile field. The pod4 was not used and the procedure continued successfully.